Event description:
It was reported that during the implant procedure, the patient experienced muscle stimulation. The right ventricle lead exhibited inconsistent impedances. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomalies were found.